Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump¿s left plunger became stuck and failed to complete the infusion upon power-up. There was no patient involvement.

Manufacturer narrative:
D9: device received on 1/13/2026. H3:h3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the customer's problem was not confirmed. During the investigation, the plunger moved freely and the device passed power up, plunger travel, occlusion, and flow accuracy testing without errors. No further action was taken.